Manufacturer narrative:
(B)(4). Post marketing vigilance led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, pmv review of complaint trends and an evaluation of the returned device. The jaw gap was measured and met specification. Witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle were not noted for the device, indicating proper alignment of the jaws when toggling the needle. Sheared plastic was noted, indicating the flat pin was not centered properly. A pmv needle was loaded onto the instrument. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. The needle was loaded and unloaded onto the instrument with some difficulty. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the due to the pin lock not properly centered. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened. (B)(4).

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter: the instrument would not pass needle properly. It jammed while operating. There was difficulty sewing during procedure. Currently the patient is recovering. No adverse events reported. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4).